Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The filter implant details were not provided. A computed tomography abdomen without contrast showed that a simon nitinol filter was present. It appeared to be positioned well below the renal veins by approximately 4 cm. There was tilting to the right with cephalad aspect of the filter contacting the lateral inferior vena cava wall without appreciable penetration. There were six distal prongs. The 3 anterior and left lateral prongs extended 5.7mm, 9mm and 6.5mm beyond the vena cava wall respectively progressing from 12 o clock to 3 o clock position in the axial plane. The prong at 6 o'clock position extended 6.7 mm beyond the vena cava wall and appeared to incorporate itself into the ventral l4 vertebral body. The 2 prongs at the 7:00 and 9:00 positions respectively extended approximately 2 mm beyond the margin of the inferior vena cava without appreciable hollow viscus or solid organ involvement. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient, the reason for filter deployment was not provided. At some time post filter deployment, it was alleged that the filter tilted and struts perforated into l4 vertebral body. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced back pain; however, the current status of the patient is unknown.